Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who is implanted with a neurostimulator. It was reported that the patient was experiencing trigeminal neuralgia pain. The implantable neurostimulator battery is depleted and not working. The device was not working in (B)(6) 2019. There were no further complications reported.